Event description:
The initial reporter questioned the results for 20 patient samples tested for sodium (na) on a cobas 8000 cobas ise module. Discrepant results were provided for 17 patient samples. Refer to the attached data for the patient results. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.